Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when out investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device would not power on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.